Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. An authorized getinge field service engineer (fse) evaluated the iabp and traced the malfunction to the motor control board. After the fse replaced the board the iabp functioned normally and was cleared for clinical use.

Event description:
It was reported that during daily maintenance performed by the facility's doctor of the cs300 intra-aortic balloon pump it did not work and generated a harsh alarm sound and "electrical test fails code # 50" appeared. There was no patient involvement or adverse event reported.